Event description:
Complainant alleged that during a routine shift check by a clinician, the device will not power on via battery power, however, it will power on via ac power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.